Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the intestinal polyps during an excision of intestinal polyps' procedure performed on (B)(6) 2025. During the procedure, the bands were deployed automatically. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 was used in the intestinal polyps; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code) has been updated based on the additional information received on march 21, 2025. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that the device was returned without the ligator housing. The trip wire was secured into the handle slot. No problems with the device were noted. The reported event of bands premature deployment cannot be confirmed, as the ligator housing was not returned. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. The ligator housing was not returned; therefore, it is not possible to determine if this part had any sort of damage that could have affected the bands deployment. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established. Block h11: correction. Block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the intestinal polyps during an excision of intestinal polyps procedure performed on (B)(6) 2025. During the procedure, the bands were deployed automatically. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 21, 2025 it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation of the fundus of the stomach procedure performed on (B)(6) 2025 for the treatment of gastric fundus varices. It was noted that no difficulty was experienced upon setting up the device. Note: the complainant reported that the device was used in the fundus of stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code) has been updated based on the additional information received on march 21, 2025. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the intestinal polyps during an excision of intestinal polyps procedure performed on (B)(6) 2025. During the procedure, the bands were deployed automatically. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 21, 2025. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation of the fundus of the stomach procedure performed on february 19, 2025 for the treatment of gastric fundus varices. It was noted that no difficulty was experienced upon setting up the device.